Manufacturer narrative:
UPDATED INFORMATION: D6B EXPLANT DATE ADDED.

Manufacturer narrative:
This report is being submitted to correct B1, B2, B5, B7 and H1. Upon further review, the report type selected in the initial submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.Additionally, corrected information has been provided in D4 (serial number).

Event description:
THE COMPLAINANT REPORTED THAT A PATIENT WAS IMPLANTED WITH AN IMPELLA 5.5 VIA RIGHT SURGICAL INNOMINATE ARTERY FOR MECHANICAL CIRCULATORY SUPPORT. A NURSE REPORTED A HIGH PURGE PRESSURE/PURGE SYSTEM BLOCKED ALARM AND CHECKED ALL TUBING AND NO KINKS, LOOPS OR RESTRAINTS WERE NOTED. THE PATIENT WAS ON BIVALIRUDIN AND WAS THERAPEUTIC FOR DAYS. NO CHANGES IN MOTOR CURRENT WERE NOTICED BY THE NURSE. IT HAS BEEN AND WAS ABOUT 270/211 ON P5 WITH FLOWS OF 3.5. THE MEDICAL OFFICE IS REACHING OUT TO RESIDENT WITH PROTOCOL AND THEY PLAN TO START TISSUE PLASMINOGEN ACTIVATOR (TPA) SHORTLY. ADDITIONAL INFORMATION WAS RECEIVED. THE REGISTERED NURSE CALLED ABOUT THE ABOVE ALARM (PURGE SYSTEM BLOCKED) AND NOTED THAT THEY ARE CURRENTLY RUNNING TPA IN THE PURGE. THE PURGE FLOW IS STILL LESS THAN ONE. THE PURGE PRESSURE ALARM RESOLVED.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Manufacturer narrative:
CORRECTED INFORMATION HAS BEEN PROVIDED IN D1 BRAND NAME. H6 INVESTIGATION: TYPE, FINDINGS, AND CONCLUSION CODES AND H6 COMPONENT CODES WERE UPDATED ACCORDINGLY BASED ON THE COMPLETED INVESTIGATION. THE CAUSE OF PURGE PRESSURE HIGH WAS UNABLE TO BE DETERMINED AS LIMITED CLINICAL DETAILS WERE PROVIDED AND NO PRODUCT WAS RETURNED FOR REVIEW.

Event description:
A 68-year-old male with cardiomyopathy and a pre-support clinical state consistent with SCAI Shock Stage D was supported with an Impella 5.5 pump) inserted via right innominate artery surgical access. The patient¿s comorbidities were not provided. During support, a high purge pressure/purge system blocked alarm occurred. The reporting nurse indicated that all purge tubing was inspected and no kinks, loops, or restraints were identified. The patient was receiving therapeutic bivalirudin anticoagulation, and no changes in motor current were noted, with motor current reported to remain approximately 270/211 while operating at P5 with flows of 3.5 L/min. The medical office was contacted and provided protocol guidance, and tissue plasminogen activator (tPA) therapy was initiated in the purge system. The purge pressure alarm subsequently resolved. A follow-up call reported that tPA was actively being administered through the purge. tPA was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. The precise cause of the alarm could not be determined. There was no report of pump stop, patient injury, or death associated with the event, and the patient survived.